Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 515 mg/dl. The customer take manual injections and then blood glucose went to the 385 mg/dl. Customer was experienced multiple blood glucose level's such as 212, 315, 204 and 200 mg/dl. Customer reported that she went out to eat and had three slices of oranges and they were not the wedges, and four slices of kiwi and also had spoonful of cottage cheese and fried rice and a few pieces of peanut butter chicken and two pieces of sesame chicken all she had to eat and then had unsweet tea. After that she was not feeling well. Customer was passed out and then her husband take her to the hospital. Customer reported that the doctor check her blood glucose at 2 pm with no food and the blood glucose was 265 mg/dl at that time. Doctor made changes to setting adjustment in the insulin pump. Customer declined to troubleshooting for high blood glucose. Customer reported that the insulin pump's screen had a scratches on it. The insulin pump will not be returned for analysis.